Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed

Manufacturer narrative:
Carefusion file identification: (B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported carefusion (cfn) field service representative checked the ventilator and could not duplicate the issue. The customer reported cfn field service performed a thorough check of the unit and declared it safe for patient use.

Event description:
The customer reported circuit occlusion alarms while using the avea ventilator. The customer reported this is the second occurrence, but the suspect device did not go inop (inoperable). Carefusion (cfn) technical support dispatched cfn field service representative to evaluate and repair the suspect device. The customer reported patient involvement, but there are no known reports patient impact or consequence associated with the event.